Event description:
It was reported that during normal follow-up, some eposides were observed that were terminated with a shock. Review of the episodes indicated possible lead damage and inappropriate therapy. X-ray did not reveal any lead anomalies. The patient will continue to be monitored via remote transmission.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.